Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter name- (B)(6). Event site name- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during routine check up, cs100 intra-aortic balloon pump (iabp) had system failure error displayed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) performed all functional tests and machine checked for 3 hrs by using system trainer and balloon no any error coming for 3 hrs. Machine working ok.

Event description:
N/a.